Event description:
Pt's mother reported the moog curling moog 6000 sn (B)(4) exp date 07/12/2018 was not pumping the medication through the tubing. The rn had to complete the infusion using a d-a-f tubing. No side effects from the pump malfunction. Pt. Mother knows not to throw away the pump. Pt's mother did not say if the manufacturer could contact the pt's mother. Dose or amount: 40 mg. Frequency: every 2 weeks. Route: IV. Diagnosis or reason for use: (B)(4) fabry (-anderson) disease.